Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, due to wear of the angle wire, bending angle in up direction did not meet the standard value, the plastic distal end cover (c-cover), the forceps channel port, the protector of the universal cord on the section (s)-connector side, the lock engagement (fe) lever, the fe knob, the up/down knob, the right/left knob, the switch box, the s-connector the universal cord, the grip, the control unit had a scratch, the adhesive on the bending section cover (a-rubber) had a chip, and due to wear of the angle wire, the play of up/down (u/d) knob was out of the standard value. A review of the DHR found no deviations that could have caused or contributed to the reported issue. During device investigation, the reported issue was confirmed. The identity of the foreign material could not be specified, and the root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had bending section internal defects. Upon inspection of the customer¿s returned device it was observed, foreign matter was noted in the nozzle. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.